Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called in to report that insulin was not exiting and the absence of a no delivery alarm. The customer's blood glucose level was 400 mg/dl. The customer stated that during the prime sequence the insulin exited the needle. The customer performed the high pressure test and the unit alarmed. The customer was advised to monitor the device and call back if problems persisted. Nothing was replaced or returned.